Event description:
Revision surgery - due to an infection the surgeon replaced the liner and the head.

Manufacturer narrative:
The reason for this revision surgery was for an infection. The previous surgery and the revision detailed in this investigation occurred 1.75 years apart. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the implant device history records (dhrs) and product complaint report (pcr) database records show that the reported component used in the previous surgery met design and manufacturing requirements. The device was verified to have gone through acceptable sterilization processes and was within its expiration date at the time of use during the previous surgery. There were no findings during this investigation that indicate the reported device was the source/root cause or had a direct connection with the patient's infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Disposed of.